Event description:
Reportedly, the ventilator is not holding battery charge, and it shut off on pt without any warnings. The battery charge was dropped from 40% to zero in approximately ten minutes. Please note that there were no serious injuries in this case.

Manufacturer narrative:
Eval summary: the reported problem could not be duplicated after intensive investigation. The ventilator failed the battery test, however the alarm activated as expected. The ventilator was received with 50% battery charge. Placed the ventilator on batview to monitor discharge cycle at user settings: results. The ventilator lasted 7 hours 15 min with the following times: normal operation to low battery alarm = 5 hours 50 minutes. Low battery to battery empty alarm = 25 minutes. Battery empty to ventilator shutdown = 1 hour. Note: the alarms activated as expected. Charged ventilator for over 10 hours; the ventilator initiated constant voltage (trickle) charge normally. Monitored the discharge cycle at sts (standard test setting) and the ventilator lasted 7 hours 45 minutes with the time between the low battery alarm and shutdown being approximately 2 minutes which was earlier than expected. Noticed that the battery was over 1 year old. The dual pac battery system was installed and software upgrade was performed. The problem was corrected. Please note that according to the manufacturer's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user. Please also note that ht50 battery is a known issue and in response to this issue, an important medical device correction letter was issued on september 14, 2007 as a short term fix. The firm has submitted a long term corrective action as a supplement (the dual pac internal battery system) to FDA has cleared in december 2008.